Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. When the physician attempted to reposition the lead at implant, the helix would not retract back in. This lead was eventually freed and removed, and another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, which can be considered to be the root cause of the clinical observation. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Further inspection demonstrated a deformed fixation helix and a damaged silicone sealing of the is-1 connector pin. These damages occurred most likely due to mechanical forces applied during the implantation procedure. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the implantation procedure while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.